Event description:
It was reported that during a routine infusion set and cartridge change, the user inadvertently navigated back in the on-pump workflow, then completed the process with guidance; when applying the infusion set, the set did not deploy correctly and the needle did not penetrate the skin, requiring a new site and reconnection of filled tubing, after which the cannula was filled and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin therapy without alerts or alarms and shipment of replacement supplies. Investigation included user troubleshooting and education over the phone. Investigation of this case revealed an infusion set deployment failure consistent with an infusion set or connector issue associated with the infusion set component lot 6013784. It was concluded, based on previously established findings for similar reports, that user handling and/or product malfunction could have contributed to the deployment failure.